Event description:
The catheter was placed and 2 days later began to leak. When the catheter was removed it was discovered that the tip of the catheter was missing. An xray was taken of the pt's arm however nothing was seen. Pt's linens and floor were searched and nothing was found. No pt issues related to this event.